Event description:
It was reported during catheter placement, the guidewire unraveled while inside the pt's vessel. The clinician experienced difficulty when removing the wire. As a result, the pt was sent to x-ray to remove the guidewire under their supervision. The guidewire was removed intact and was not surgically removed by an advanced practice in radiology. An mst kit from vygon was used to complete the procedure successfully. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4)